Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a software error detected and a pump error indicating the motor arm cannot communicate with the main arm. It was also reported that the customer had big changes between low blood glucose and high blood glucose. The customer¿s blood glucose during the incident was 300 mg/dl. They did not mention any form of treatment. The insulin pump will be not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Software error and the motor arm cannot communicate with the main arm alarm noted in the formatted history file due to software error. Device received with minor scratched lcd window, cracked retainer and scratched case.